Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the delivery wire was kinked and stretched. The main coil was also found broken at the melted joint which is indicative of the friction experienced during use. The main coil was noted to be severely stretched and the delivery wire was kinked in multiple locations which is indicative of forced used on the device. There was also blood present on the main coil which could potentially have contributed to friction. Based on the device analysis and information available, it is probable that delivery wire kinked during the procedure when handled while the main coil damages observed appeared to be related to procedural factors limiting its performance during use. Therefore, an assignable cause of operational context was assigned to this investigation.

Event description:
During an aneurysm embolization procedure, resistance was experienced during advancement of the coil; therefore, the physician decided to remove it. It was reported that while the physician was retracting the coil back into the coil introducer sheath, the coil broke. The physician removed the coil without clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
During an aneurysm embolization procedure, resistance was experienced during advancement of the coil; therefore, the physician decided to remove it. It was reported that while the physician was retracting the coil back into the coil introducer sheath, the coil broke. The physician removed the coil without clinical consequences to the patient.